Event description:
It was reported the controller was not holding a charge and gets extremely hot when plugged in. The controller was not warm or exposed to high heat. No additional information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The user reported the pdm is not holding charge and gets very hot when it is charging. A battery was returned with the device. Initially, the pdm did not power on using the returned battery. The pdm was allowed to charge using the returned battery and powered on with no issues. Inspection of the log files show no signs of the device overheating. The log files show the device was operating within the temperature specifications. The device was allowed to charge during investigation and was not observed to heat up. Inspection of the log files found signs of power sensitivity issues as the battery level was observed to decrease much quicker than expected. The battery level was observed to decrease from 81% to 0% in approximately 80 minutes. No damages or defects were observed to the battery or to the battery compartment. Investigation confirms the battery was unable to hold charge, but the exact cause of the battery not holding charge could not be conclusively determined. A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.